Manufacturer narrative:
Updated data: a3. Sex a4. Weight in lbs b5. Additional information received from the physician/author confirmed the following regarding the 15 patients treated with medtronic product: - all 15 patients were implanted with evolut r valves. - predominantly female with a mean weight of 66.5 kg. - at one-year post-tavi, one patient was lost to follow-up and the remaining 14 patients were still alive. - cases of aortic insufficiency observed: mild (7), moderate (4), severe (2). - six cases of mild aortic regurgitation were observed. - six cases of mild paravalvular leak were observed. - two patients required permanent pacemaker implantation due to unspecified conduction disturbances. - one patient experienced cardiac arrest. - one patient developed atrial fibrillation. - one patient had an ischemic stroke. - one patient had a major vascular complication. - two patients had minor vascular complications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: chacko y et al. Outcomes of the first 300 cases of transcatheter aortic valve implantation at a high-volume (B)(6) private hospital. Heart lung circ. 2020 oct;29(10):1534-1541. Doi: 10.1016/j.hlc.2020.03.010. Epub 2020 apr 8. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, pro code npt), evolut r (PMA# p130021, pro code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the safety and outcomes of the first 300 cases of transcatheter aortic valve implantation (tavi) at an (B)(6) private hospital. All data was collected from a single center between july 2015 to august 2018. The study population included 300 patients and was predominantly male with a median age of 85 years. Of those, 15 patients were implanted with medtronic corevalve or evolut r transcatheter valves. No serial numbers were provided. Among all patients, 11 deaths occurred within one year after tavi. Multiple manufacturers transcatheter valves were implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, intra-operative and post-operative adverse events included: valve dislodgement into the descending aorta (during a transcatheter valve in existing surgical valve procedure) requiring the implant of a second transcatheter valve; new permanent pacemaker or implantable cardioverter defibrillator implantation; myocardial infarction; cerebrovascular events (stroke, ischemic stroke, or transient ischemic attack); cardiac arrest; annular dissection; new onset atrial fibrillation; mild to moderate paravalvular leak; mild to moderate intra-valvular aortic regurgitation; major vascular complications (two cases required unplanned vascular surgery); bleeding; and need for percutaneous coronary intervention. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.